Event description:
I had lasik in (B)(6) of 2018 and immediately after my dry-eye symptoms were terrible. I have been back to the clinic and they have prescribed multiple types of drops to help lubricate and reverse the dry-eye. Currently I am using over the counter drops and they are just short term relief.